Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer's blood glucose level was 459 mg/dl at the incident and were treated with injection. The customer reported that are changing the infusion set twice the time as they were experiencing high blood glucose, which is 2 weeks ago, and thought that the infusion set was not delivering enough insulin. The customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer reported that they feel okay for troubleshooting. The customer did not allege that the insulin pump was under delivering. The customer was advised to change the entire set, reservoir and insulin and treat as per the healthcare professional¿s instructions. The insulin pump will not be returned for analysis.